Manufacturer narrative:
D4: primary unique device identifier (UDI) #: not applicable - device manufactured before UDI regulation. H4: device manufacture date is unknown because the device was manufactured prior to UDI regulations. Correction information: b4: date of this report - updated. G6: follow-up #: 1. H2: if follow-up, what type? - updated. H3: device evaluated by manufacturer - "no" to "yes". H6: codes updated - type of investigation, investigation findings, investigation conclusions. Additional information. H11: evaluation summary. Evaluation summary: the reported event was an ift leakage. Based on the investigation and repair record, a potential root cause of this failure was damage due to the endoscope coming into contact with a sharp object during storage or being caught. The damage caused leakage from the ift. A definitive root cause of the reported issue could not be identified. Based on the trend analysis, there is no significant increase or upward trend in repair complaints related to this failure mode or hazard. A device history record (DHR) review was performed by the manufacturer. The DHR review confirmed that the endoscope was released under normal conditions and passed all required inspections. Although the manufacturing date could not be verified because the device was manufactured prior to UDI regulations, the approval for shipment and the actual shipping date were confirmed on 07-dec-2016. There were no reworks or concessions. Pentax medical has not received any further information for this event and therefore considers this medwatch report closed.

Event description:
On 10-jul-2025, pentax medical became aware of an event involving a pentax medical portable naso-pharyngo-laryngoscope model fnl-10rbs, serial number (B)(6) in (B)(6) within the emea region. The outer covering of the insertion tube of the endoscope was found to be peeled off, and a leak was detected. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
E1: the complaint was submitted by the distributor on behalf of the facility. Therefore, detailed information about the facility, including its name and address, is not available. G4: this device is not distributed in the USA. Therefore, the PMA/510(k) number is not applicable. The device was installed on (B)(6) 2016; however, no repair history was found as of the date of this report. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.